Event description:
The user facility reported that their touch panel to their hexavue custom room rack was stuck on the loading screen. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the unit to be operating properly. No issues were noted with the function and operation, and the reported event was unable to be duplicated. Based on the evaluation results, an exact cause of the reported event could not be determined. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.